Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range pacing impedance of greater than 3000 ohms in the right ventricle (rv). The rv pacing impedance had been stable up until that point. The pacing impedance went back into range once the pacemaker switched to a unipolar configuration. Shortly after the lss was declared, the pacemaker system was tested in a bipolar configuration. The pacing threshold measurement increased to 2.5 volts and was clearly capturing. The rv pacing impedances remained greater than 3000 ohms. There was no noise noted on the stored episodes. The physician decided to program the rv lead back to a unipolar configuration after testing was performed. It was noted the patient was not pacer dependent. Additional information was received that it was determined the rv lead body was damaged due to clavicular crush, which resulted in noise, oversensing, pacing inhibition and high out of range pacing impedances. Ther pacing inhibition did not result in asystole. As a result of the clinical observations, the decision was made to explant and replace this rv lead along with the associated pacemaker. No additional adverse patient effects were reported.